Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/5/2024 it was reported by a sales representative via email that an ar-1588r-ib acl repair tightrope with internalbrace the leader suture, without visual notice, was knotted on itself around the fiberrings. The knot was unable to be untied via arthroscopic technique and the surgeon elected to cut the tightrope out of the construct. The fiberring sutures stayed in place. This was discovered during an acl tibial avulsion repair procedure on (B)(6) 2024. Additional information received on 6/11/2024: this occurred during insertion. The case was delayed about ten minutes; however, the sales representative is unsure if additional anesthesia was administered.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.